Event description:
During a f/u visit two weeks post op. It was determined that the cervical plate construct was loose and had pulled away from the cervical spine. The surgeon removed the construct and put the pt in a hard collar.

Manufacturer narrative:
Device not returned to pioneer surgical for eval. Surgeon did not follow the systems surgical technique guide by applying screws at the middle level of this two level acdf procedure.